Event description:
Additional information: the right ventricular lead was also discovered to have been dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for follow up and complained of a thumping in their chest. Interrogation of the pacemaker revealed that the right ventricular lead was not capturing. The lead was explanted and replaced. The patient was in stable condition throughout.